Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 01-sep-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00574 and 3008114965-2023-00575. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 12-sep-2023. The information includes a correction to the 3500a initial report that was submitted on 17-aug-2023. [Additional information]: on 12-sep-2023, the china team confirmed with the cerenovus sales representative via phone that the stent component was still attached to the delivery wire. It was reported in the 3500a initial report that when the stent was removed from the patient, it was no longer on the delivery wire. The china team confirmed with the sales representative that the stent component was still attached to the delivery wire when it was removed from the patient. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00574 and 3008114965-2023-00575. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. It was reported in the 3500a initial report that when the stent was removed from the patient, it was no longer on the delivery wire. The china team confirmed with the sales representative that the stent component was still attached to the delivery wire when it was removed from the patient.

Event description:
The healthcare professional reported a patient presented with a middle cerebral artery aneurysm underwent a stent-assisted embolization procedure; during the procedure, a 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 7632762) became impeded in the distal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31018681) and could not pass through. The physician removed both devices from the patient¿s anatomy and switched to new devices to complete the procedure. There was no report of any negative patient impact. On (B)(6) 2023, additional information was received. The information indicated that a continuous flush had been maintained through the microcatheter. No other device went through the same microcatheter prior to the issue encountered with the stent. There were no visible kinks nor other damages observed on the microcatheter. When the stent was removed from the patient, it was no longer on the delivery wire. The stent / stent delivery system did not appear damage. Nothing unusual was noted about the system prior to use. The replacement stent was another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212), and the replacement microcatheter was another prowler select plus microcatheter (606s255x). There was no negative patient impact or complication as a result of the reported issue. There was no clinically significant delay in the procedure due to the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone:(B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7632762. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00575. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent component was observed still attached to the delivery wire and inside the introducer. No appearance of damages were observed. A microscopic inspection was performed. Residues were noted along the stent component. The distal tip of the delivery wire was observed to be slightly kinked. No other damages were observed. A functional test was performed with the concomitant microcatheter. The delivery system was flushed and the stent was advanced through the microcatheter until it reached the distal end without noticeable resistance. The distal end of the delivery wire was noticed to be slightly curved. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7632762. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As the functional test was performed without issues, the impeded condition encountered during the procedure could not be confirmed; however, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The curved and kinked condition of the distal end of the delivery wire was not originally reported, it is suggested that it appeared during the withdrawal of the stent component when it became impeded; however, the exact time of the occurrence cannot be determined, and it is not considered a contributing factor to the issue reported. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. Although no product problem was found , the instructions for use (IFU) do contain the following recommendations: the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00574 and 3008114965-2023-00575. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.